Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: left side: 1st (superior): ifuse implant, p/n 7040-100, lot# 493826, mfd. 01/18/2017, expires 2022-01, (B)(4). Left side: 2nd (middle): ifuse implant, p/n 7050-100, lot# 493582, mfd. 10/23/2015, expires 2020-10, (B)(4). Right side: 2nd (middle): ifuse implant, p/n 7040-100, lot# 493826, mfd. 01/18/2017, expires 2022-01, (B)(4).

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2017 where three implants were placed on each side. At time of primary surgery, the inlet and outlet views appeared fine. The surgeon later determined that the middle implants on each side were too short and that the left side superior implant was placed too ventral to the sacrum. A week after the initial procedure, the surgeon performed a revision surgery where he removed the middle implants from both sides and replaced them with new implants using the same explant holes. He then removed the left side superior implant and replaced it with a new implant in a new position and trajectory. The patient's pain complaints resolved following the revision procedure.